Event description:
It was reported that the patient had difficulty charging the ipg. It was also noted that the patient did not get very much coverage as lead placement was difficult. The patient underwent an ipg and lead replacement procedure. The explanted device was not returned by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16585820.